Event description:
Complainant alleged that the medics were attempting to monitor a patient (age and gender unknown) but the device display became distorted then blanked out. Medics then obtained a second device and connected it to the electrodes that were already in use on the patient, and continued patient treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.